Event description:
On (B)(6) 2024, it was reported by a sales representative via sems-06636870 that an ar-9676 angled reamer, drive shaft, and an ar-9597-10 angled reamer sleeve had an issue when reaming the glenoid. While reaming, the surgeon felt the reamer "lock up" on him. The surgeon returned the instrumentation to the tech to inspect, and the inner sleeve was stuck within the outer sleeve of the angled reamer shaft. This issue caused the entire device to rotate as one when on power and prevented the reamer from working properly. Pliers were used to disassociate the two pieces from each other. They reassembled it and made it work to proceed with the case. Due to the malfunction, this issue added 15-20 minutes to the case time. This was discovered during an rtsa procedure on 08/13/2024, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h1, h2. Device received on 9-10-2024.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-9597-10, batch 37622233, was received for investigation. Visual inspection noted that the sleeve of the reamer has striation marks on the distal and proximal end of the sleeve. Functional testing was performed with a known-good, ar-9676, angled reamer, and it was found that the shaft gets stuck inside the device and cannot be moved freely. The most likely cause is attributed to misuse due to interference with the mating instrument.